Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced several issues. The patient reported that the stimulation began zapping them autonomously, and they lost all equipment, and cannot adjust stimulation. Patient reported their device stopped working and their back pain is resulting in an inability to sleep. Patient also reported they had to order a wheel chair because they can no longer walk because of the pain. The patient expressed a potential need to visit the emergency room for device removal due to these issues. The healthcare provider indicated that the implant was malfunctioning and required a representative to check it. The patient was redirected to their healthcare provider for further assistance, and alternative options to find a physician were reviewed. The resolution of the issue remains unknown.